Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4) displayed a tcmid: 05 (coolant diff failure) error message followed by the tcmid:07 (coolant temp high) error message after the console was rebooted several times. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages was confirmed based on the review of the event log. However, only the tcmid:07 error message was confirmed during the functional testing. The root cause for the reported complaint was found to be due to a defective pic-16 circuit board due to a defective component. During visual inspection, no physical damage was observed on the thermogard console. The event log review showed tcmid:05 and tcmid:07 on the reported event date, thus confirming the reported complaint. The thermogard console failed the initial functional testing and displayed a tcmid:07 error message, thus confirming the reported complaint. The pic-16 circuit board was replaced to remedy the tcmid:07 and the intermittent tcmid:05 error. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).